Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned.

Event description:
Two 4.5mm sternal reconstruction plates were implanted with cannulated screws and 4 sternal cables. On an unknown date, both plates and all four cables were noted as broken. The screws remained well-fixed in the bone. All hardware was removed during a procedure to revise the pt to a ti rib to rib system.